Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) machine during the initial drain, the caregiver (cg) saw air in the patient line. The technical service representative (tsr) advised the cg to end therapy and start over with all new supplies. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.